Manufacturer narrative:
After further review MFR# 2916837-2021-00060 is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Event description:
It was reported while testing on bd facslyric¿ the absolute cd34 on patient samples results differed when compared with stem cell controls. There was no report of patient impact. The following information was provided by the initial reporter: sample results issue additionally, the fse provided the following additional information: they were testing absolute cd34 on patient samples. On these samples inter instrument comparison done along with the stem cell controls. Difference was observed in controls and samples. Upon checking, found problem with sample probe. (Kink observed in probe). Hence replaced.

Event description:
It was reported while testing on bd facslyric¿ the absolute cd34 on patient samples results differed when compared with stem cell controls. There was no report of patient impact. The following information was provided by the initial reporter: sample results issue. Additionally, the fse provided the following additional information: they were testing absolute cd34 on patient samples. On these samples inter instrument comparison done along with the stem cell controls. Difference was observed in controls and samples. Upon checking, found problem with sample probe. (Kink observed in probe). Hence replaced.

Manufacturer narrative:
The following field is being corrected as complaint was not confirmed to be on patient sample 2021-02-24. G.4. Date received by manufacturer: 2021-02-24.

Manufacturer narrative:
Medical device expiration date: na a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while testing on bd facslyric" the absolute cd34 on patient samples results differed when compared with stem cell controls. There was no report of patient impact. The following information was provided by the initial reporter: sample results issue additionally, the fse provided the following additional information: they were testing absolute cd34 on patient samples. On these samples inter instrument comparison done along with the stem cell controls. Difference was observed in controls and samples. Upon checking, found problem with sample probe. (Kink observed in probe). Hence replaced.